Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received two photographs and an empty package from catalog number 381834, lot number 8240844. The actual sample was not returned. Photograph one displayed damage on the grip, inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. The second photograph displayed the label information. Based on the review of the submitted photo the defect needle reaction failure was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment where the probe inadvertently contacts the edge of the grip which in turn can cause the damage observed. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that a needle retraction failure occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "retraction failure for cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle retraction failure occurred with a bd insyte autoguard shielded IV catheter. The following information was provided by the initial reporter, "retraction failure for cannula."